Event description:
It was reported to resmed that an astral device powers down intermittently. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported complaint, however, review of the device data logs confirmed an error message (sf74) related to a software issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the sf74 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).